Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a loss of prime issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of prime issues occurred. The force sensor was within specifications. The loss of prime issue was unable to be duplicated. (B)(4).